Manufacturer narrative:
Concomitant medical product(s): product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 30-oct-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving fentanyl with concentration 6,000 mcg/ml at a dose rate of 1154 mcg and bupivacaine with concentration 40 mg at a dose rate of 7.7 mg via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the patient experienced a lack of efficacy. The date of the event was unknown. They tried to withdraw from the side port but couldn¿t aspirate the catheter. Environmental/external/patient factors that may have led or contributed to the issue was unknown. The catheter was partially explanted and replaced; the spinal section of catheter was left. The issue was resolved at the time of the report. The explanted device was to be returned to the manufacturer. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The patient was without injury regarding their status at the time of the report. The patent¿s weight and medical history were unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient was told there had been a problem with the catheter, "an occlusion or something", so the patient had not been getting the doses like he should have. No further issues were reported or anticipated.

Manufacturer narrative:
Analysis of the catheter revealed coring/tears/cuts in the seal of the sutureless catheter connector that met leak criteria. If information is provided in the future, a supplemental report will be issued.